Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. The returned device had foreign material in the connector and a damaged connector. The returned device had foreign material on the set screw, a loose/detached set screw, and a damaged set screw. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) setscrew was tightening but would not secure the lead. The device was not used. No patient complications have been reported as a result of this event.